Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm, and it should have alarmed v-tach. No reports of harm to the patient, the staff caught it and were able to assist the patient. The biomed stated they will be sending us strips of the issue, so a clinician can take a look at it. The patient was on a telemetry transmitter - model: zm-531pa, sn (B)(4). The happened on (B)(6) 2021 at 10:05am. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer only provided details of the complaint, but they only provided that the patient demographics of white. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Multiple patient receiver: model: org-9110a. Sn: (B)(4). Telemetry transmitter : model: zm-531pa. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm, and it should have alarmed v-tach. No reports of harm to the patient, the staff caught it and were able to assist the patient. The biomed stated they will be sending us strips of the issue, so a clinician can take a look at it. The patient was on a telemetry transmitter - model: zm-531pa, sn (B)(4). The happened on (B)(6) 2021 at 10:05am.